Event description:
It was reported that a no flow was observed with a multi-rate lv 2 infusor. This occurred prior to patient infusion, during flow testing. The device was filled with an unknown volume of normal saline, morphine, and metoclopramide. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: october 12, 2012 - october 13, 2012. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and forced prime did not observe flow at the distal luer. Microscopic examination of the flow restrictor identified micro-air bubbles in the lumen of the glass capillary located inside the flow restrictor housing. The initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.